Event description:
It was reported during a laparoscopic cholecystectomy the cystic duct was larger than normal. The clip did close over the vessel, however post-op the clip fell off requiring the patient to come back to the or for a ercp. 07/08/97 the nurse in the room told the rep there was a "misfire" on the first firing. The next firing was on the vessel in question.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974026. Visual inspections & results: clips in jaws, no; damaged jaws, yes/yielded; damaged cutter, n/a; damaged feed bar, yes/bent; damaged floor, yes/bent; damaged handle shrouds, no: damaged other, no: damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, n-no 4 yes; jaws: hold clip, yes; jaws: inside width at tips, .205; lockout functional, yes and number of clips fed and formed, 4. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or cloded over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.